Event description:
Customer reported via phone call to have received alerts and insulin pump was not delivering and stopped working. Customer was advised that insulin pump would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.